Event description:
There have been several cases in which the stent has become severely encrusted in a short amount of time.

Manufacturer narrative:
Currently, the product has not been returned for evaluation, also noting several attempts have been made to contact the facility without success. The information for use booklet that is provided with each product with each product states: "individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage".